Event description:
Customer reported that the bolis chasing preset (edge enhancement) was incorrect. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, adjusted the edge enhancement, and replaced a broken handle. System operates as intended.